Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lot history record was not possible as the lot number was not provided. Based on the information provided, the cause of the reported event could not be determined. However, it should be noted that the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally, per the mynx instructions for use (IFU), the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4). This is report 4 of 6; from the same user facility as MFR report #: 3004939290-2016-00233, 3004939290-2016-00234, 3004939290-2016-00235, 3004939290-2016-00237 and 3004939290-2016-00238. The events occurred in 2016.

Event description:
It was reported that over the past few months, multiple patients experienced either an infection or local reaction causing discomfort, following mynx vascular closure. Oral antibiotics were provided as treatment. The exact number of infections or local reactions is unknown; however, it was reported that there were at least 6 infections or local reactions. Additional information was requested, but is not available at this time. This is report 4 of 6.